Event description:
During an initial implant procedure, there was a failure to connect the lead into the header of the device. Several attempts were made to try and reconnect the lead but it was unsuccessful. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of failure to connect was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.